Manufacturer narrative:
Corrected information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1243654 mfg date 12/1/2012; exp date 12/31/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2013 and a drain was inserted into the spinal cavity. However, on the same day, it was noted that the drain was not functioning and a hematoma occurred. The patient underwent a re-operation on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: j1243580, j1243654.